Event description:
It was reported that during a peripheral intervention, removal difficulties occurred. The stenosed target lesion was located below the anterior tibia artery. Upon an attempt to withdrawal the rubicon¿ 14 catheter over a non-bsc .014¿ 300mm guidewire, the rubicon was sticking to the wire. The procedure was completed with another rubicon¿ 14 catheter without issue. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).